Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. It was further reported that the leak was coming from the part where it looked like two ports were glue together. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 09/22/2018 to 09/23/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.